Event description:
The clinician reports that the day the implant was placed in ada 8, failure occurred upon insertion. Patient presented with bone type iii, bruxism and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, swelling, bleeding and inflammation. No further patient complications were reported.